Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer pathgroup - tla - samples were locked by other users on bd synapsys¿. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "sl 444150 sample are locked by other users".

Event description:
It was reported by the customer pathgroup - tla - samples were locked by other users on bd synapsys¿. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "sl 444150 sample are locked by other users".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01199 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.